Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user visited the clinic on (B)(6) 2022 because her hearing performance with the device was suddenly affected on (B)(6) 2022. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation was carried out in (B)(6) 2022, but the device has not been received for investigation yet.

Event description:
The user visited the clinic on (B)(6) 2022 as her hearing performance with the device had been suddenly affected on (B)(6) 2022. The user has been re-implanted. Despite being requested the explant has not been received for investigation as of (B)(6) 2023.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation was carried out in (B)(6) 2022, but the device has not been received for investigation yet.

Event description:
The user visited the clinic on (B)(6) 2022 as her hearing performance with the device had been suddenly affected on (B)(6) 2022. The user has been re-implanted. Despite requested the explant has not been received for investigation.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user visited the clinic on (B)(6) 2022 as her hearing performance with the device had been suddenly affected on (B)(6) 2022 . Re-implantation is considered.